Event description:
It was reported the patient¿s implantable neurostimulator (ins) shut off and the patient was unable to recharge because of stitches. It was noted that a communication problem was reported. The reporter stated they had their ins replaced in (B)(6) 2013 and last week on monday it shut off. It was noted the patient recharged the ins for a few hours last week and got the ins back on. It was further noted that the patient¿s recharger and programmer would not communicate with the ins. It was noted the patient had contacted a manufacturing representative. Additional information received reported the ins was unresponsive to telemetry attempts by the clinician programmer, patient programmer, and recharger. It was noted that telemetry issues were reported. The reporter stated they used the antenna locate feature that resulted in a power on reset (por) being shown on the recharger. It was noted the patient was currently charging with eight coupling bars. The reporter stated the ins was discharged or the battery level was at 0%. The reporter further stated that patient programmer tni codes all showed 591. Additional information received reported that a por condition with error code 0x8 was shown. Additional information received reported that the por was cleared. It was noted the patient felt effective stimulation. The reporter stated the clinician programmer software cared would be returned to the manufacturer. The reporter further stated they told the patient to recharge daily. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 97754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger; product ID 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead. (B)(4).